Event description:
Caller reported a malfunction on the pump. There was no adverse effect to customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.